Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -2.0/+1.5/122 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to a refractive surprise. The lens was exchanged for a same length but different diopter lens and the problem was resolved.

Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found the lens was returned in liquid in the lens container. Visual inspection found no visible damage to lens. Dimensional inspection found lens is within specifications. Functional inspection found the diopter measurement is within specification. (B)(4).